Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A review all of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device has been requested for return to sorin group (B)(4) for investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an alarm message during priming. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The complaint was not confirmed. The roller pump was replaced. The device was returned to service. The device was not returned for investigation.